Event description:
It was alleged that during arthroscopic knee surgery the first shaver failed and a second one was brought in and it also failed. The surgery had to be aborted and rescheduled for the following day. The pt is now doing fine with no injuries.